Event description:
A nurse contacted baxter regarding a transfer set with a split in the tubing 'where the white adapter ends,' which leaked. The transfer set was changed and the pt was given antibiotics as a precaution. No injury or medical intervention was reported.